Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up visit this cardiac resynchronization therapy defibrillator (crt-d) detected high out-of-range left ventricular (lv) lead impedances along with loss of capture (loc). There was no evidence of asystole greater than two seconds as the patient is not pacemaker dependent. However as a result of the inadequate bi-ventricular pacing, the patient's condition worsened. The lead was electronically repositioned. The device and lead remain in service.